Manufacturer narrative:
It was reported that the patient has laxity. It is believed the patient experienced hypertension in a fall. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has laxity. It is believed the patient experienced hypertension in a fall. Revision surgery is planned to exchange the poly insert.